Event description:
It was reported that during an exam, it was noticed that the stem subsided. Revision surgery was done.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Steri lot, expiration date, and manufacturing date updated. An event regarding revision involving an abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A device history review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that during an exam it was noticed that the stem subsided. Revision surgery was done.